Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh/rso, lysis of adhesions and cystoscopy due to symptomatic prolapse with pelvic pain/ pressure and sui with intrinsic sphincter instability.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that she experienced pain, bladder problems, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on 01/15/2013. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/05/2017. It was reported that the patient underwent transvaginal sling excision due to bladder neck obstruction on (B)(6) 2013 by (B)(6).

Manufacturer narrative:
It was reported that patient experienced pain, urinary problems, bowel problems, and vaginal scarring. (B)(4).